Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery that was 95% stenosed, 20-30% stenosis in the proximal anterior descending branch, 80% in the proximal circumflex (cx) branch and 50% in the distal part. The hi-torque versaturn guide wire (gw) was advanced to the distal end of the cx branch. A non-abbott stent was attempted to be advanced to the proximal lesion of the cx but failed. The non-abbott stent had to be removed altogether as a single unit with the versaturn gw. When the non-abbott stent delivery system was withdrawn, it was noted that the stent had dislodged from the balloon. It was successfully snared and removed from the body. The patient status was good. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficulty to remove was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of devices resulted in the noted stretched and offset coils. There is no indication of a product quality issue with respect to manufacture, design or labeling.